Event description:
It was reported that during a surgical procedure, the bur would not lock in and broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation, however, the attachment ((B)(4)) was returned for evaluation. Through visual inspection, the cannula of the attachment was confirmed to be affected by debris. Debris in the cannula of the attachment could potentially cause or contribute to bur breakage. Broken bur not returned to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur would not lock in and broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.